Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with compounded baclofen intrathecal (5 mcg/ml; 0.250 mcg/day; lot # unknown), clonidine intrathecal (300 mcg/ml; 15.05 mcg/day), and morphine intrathecal (30 mg/ml; 1.505 mg/day). The patient's indication for pump use was non-malignant pain and failed back surgery syndrome. The patient experienced a sudden onset of nausea and feeling sick. The patient did not report any visible signs of an infection, but the patient did have an infection located within the pump pocket. A granuloma was also suspected because the pump dose had been up to 14 mg/day of morphine and the patient's pain had not worsened as the pump dose was decreased (refer to manufacturer report # 3007566237-2015-04101). A cat scan was performed as an interventions/action performed as a result of the event. The cat scan indicated an infection surrounding the pump and cellulitis over the pump which possibly extending into the posterior spinal sub-tissue. As a result, the patient had been placed on antibiotics without further resolution of the infection. The pump was going to be programmed to minimum rate and explanted on (B)(6) 2015. It was also thought that the catheter was going to be removed as well. The event date of the patient's events was reported as (B)(6) 2015. The healthcare provider also mentioned in relation to the patient's medical history that the patient had diabetes but was unsure if it was currently under control. The patient was also being treated with the concomitant medication dilaudid via an IV. No other relevant medical history was provided, and the outcome or cause was not provided. Should additional information be received, it will be submitted in the form of a follow-up report.